Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometritis ('endometritis') in a 39-year-old female patient who had essure (batch no. D01976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included loestrin for contraception. The patient's medical history included genital hemorrhage in (B)(6) 2015. From (B)(6) 2015, the patient received loestrin at an unspecified dose and frequency. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection type: uti"), dysmenorrhoea ("dysmenorrhea (cramping)") and perineal pain ("perineal pain"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), vaginal infection ("vaginitis") and back pain ("back pain"). The patient was treated with ceftriaxone, doxycycline, metronidazole benzoate (flagyl), nitrofurantoin, ciprofloxacin betain (cipro) and surgery ((hysterectomy) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the endometritis, urinary tract infection, migraine, dysmenorrhoea, vaginal infection, perineal pain and back pain outcome was unknown. The reporter considered back pain, dysmenorrhoea, endometritis, migraine, pelvic pain, perineal pain, urinary tract infection and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via medical records: pelvic pain, endometritis. Lot number: d01976 manufacturing date: 2014-08 expiration date: 2017-08 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample . Most recent follow-up information incorporated above includes: on 27-apr-2021: medical record received: reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometritis ('endometritis') in an adult female patient who had essure (batch no. D01976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital hemorrhage. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criterion medically significant), urinary tract infection ("infection type: uti"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("vaginitis"), perineal pain ("perineal pain") and back pain ("back pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the endometritis, urinary tract infection, migraine, dysmenorrhoea, vaginal infection, perineal pain and back pain outcome was unknown. The reporter considered back pain, dysmenorrhoea, endometritis, migraine, pelvic pain, perineal pain, urinary tract infection and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via medical records: pelvic pain, endometritis. Lot number: d01976 manufacturing date: 2014-08 expiration date: 2017-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometritis ('endometritis') in an adult female patient who had essure (batch no. D01976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital hemorrhage. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criterion medically significant), urinary tract infection ("infection type: uti"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("vaginitis"), perineal pain ("perineal pain") and back pain ("back pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the endometritis, urinary tract infection, migraine, dysmenorrhoea, vaginal infection, perineal pain and back pain outcome was unknown. The reporter considered back pain, dysmenorrhoea, endometritis, migraine, pelvic pain, perineal pain, urinary tract infection and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via medical records: pelvic pain, endometritis. Most recent follow-up information incorporated above includes: on 31-mar-2020: plaintiff fact sheet and medical records received. Lot number added (d01976). Previously reported "injury" was replaced by specific events: pain, infection (bladder/ urinary tract/vaginal) type: uti, migraines / headaches, dysmenorrhea (cramping), endometritis / vaginitis, back pain, perineal pain. She underwent a salpingectomy. Reporter information, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.